Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "the anchor was not attached to the string, or let loose during procedure. Anchor was loose in the artery". Additional information from the product complaint form (pcf): during an evar procedure on (B)(6) 2024, single access was obtained under ultrasound guidance in the right cfa. Patient's current condition is unknown.

Manufacturer narrative:
(B)(4). One unit of manta, sheath, depth locator and dilator were returned for evaluation. Blood particulates were noted on all the units. The units were decontaminated and inspected. The manta was observed to be locked into the sheath with the lever actuated. The components (collagen, lock and anchor) were pushed out of the lumen. The device lot history record review for lot number mn2301513 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following an evar procedure, an 18f ce manta was deployed to close the right common femoral artery. While the operator withdrew the manta device, no resistance was felt, and the manta device completely pulled out of the patient. The manta anchor was not attached to the suture, and the anchor was loose within the artery. Due to insufficient information regarding this event and no teleflex representative present during this procedure, it is unknown how hemostasis was achieved, although the patient did not experience any harm or health consequences due to this event. During a visual inspection, the returned product exhibited a detached anchor and radiopaque lock. The radiopaque lock was confirmed to be appropriately crimped. The suture appears to have been cut or nicked during the manufacturing process, possibly leading to the suture pulling through the anchor while the device was being retracted. Therefore, the root cause of the complete pullout is likely due to the suture being cut or nicked during the manufacturing process leading to the suture pulling through the toggle when the device was retracted. The manta instructions for use procedure requirements state: if the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. Further investigation has been initiated under teleflex's quality system to evaluate this issue.

Event description:
It was reported that: "the anchor was not attached to the string or let loose during procedure. Anchor was loose in the artery". Additional information from the product complaint form (pcf): during an evar procedure on (B)(6) 2024, single access was obtained under ultrasound guidance in the right cfa. Patient's current condition is unknown.